Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia and left lower groin hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernias was suggested as possibly due to preexisting condition or irritation of the solution and activity; however, neither of these could be confirmed, therefore the cause was assessed as unknown. Approximately four months prior to the receipt of this report, the patient had pain in the left groin with swelling. The swelling increased within two weeks. On an unknown date, the patient was seen by a doctor and diagnosed with two hernias; an umbilical hernia and left lower groin hernia. Seventeen days prior to the receipt of this report, the patient underwent an outpatient surgical procedure to repair both of the hernias. Apd therapy was held the day of surgery and restarted the following day. Eight days prior to the receipt of this report, the patient requested for apd therapy to be discontinued and had a hemodialysis catheter placed. On an unknown date, the patient started hemodialysis therapy. The plan is for the patient to restart apd therapy in approximately six weeks. At the time of this report, the patient remains on hemodialysis and the patient is recovering from the hernia events. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.